Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed hypercapnic respiratory failure in the hospital that required continuous bilevel positive airway pressure (bipap) and ICU level of care. The patient was also dialysis dependent at the time. The patient was obtunded and unable to wean off bipap nor participate in their own care and recovery. The recommendation for feeding tube placement was discussed by providers with the patient's family, and after lengthy discussion around the patient's quality of life and likelihood for recovery, the family decided in corroboration with the patient's advanced health care directive to transition of comfort focused treatment. The patient passed away. The outcome was not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that respiratory failure and renal dysfunction did not exist prior to the left ventricular assist device (lvad). The cause was unknown. The device was not thought to have caused or contributed to the respiratory failure or renal dysfunction. The device operated as expected.